Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and loss of pacing, and their cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated despite having a battery voltage higher than the recommended replacement time (rrt) voltage. It was also reported that the left ventricular (lv) lead exhibited high threshold. The lv lead remains in use. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.